Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of unknown. The customer¿s blood glucose level was 454 mg/dl at the time of call. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the manual injection. Customer also reported that the insulin pump had received multiple insulin pump error alarm as well as insulin pump was not working past two days. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer stated that they performed a self test and the test passed. Troubleshooting was performed for insulin pump error. The insulin pump will not be returned for analysis.